Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: prior to use on patient after setting the sulu on the idrive device the jaw was closed normally however even by pressing the white button, a doctor found the jaw could not be opened again. A new sulu was opened to complete the case with no problem. It was not used on patient. No tissue damage, tissue loss, bleeding or extension of or time was reported. The customer states the patient current status is good.